Event description:
It was reported that this artificial urinary sphincter (aus) was not able to cycle properly. A surgical procedure was performed during which a leak in the balloon, caused by a hole, was identified. Due to system's age, the physician decided that the entire aus needed to be replaced. The existing balloon was left in the patient and a new one was implanted. The cuff and the pump were removed and replaced. There were no patient complications reported.